Event description:
Event description cpi received information that this large patch lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician noticed the lead was fractured. The physician elected to replace the lead with an endotak sq lead.